Event description:
Approximately 2 hours into hemodialysis treatment, a leak occurred in the bloodline pump segment. Initial examination shows a 2" cut in the tubing; approximately 1/2" was cut through the wall thickness. The entire extracorporeal circuit was discarded and reported ebl is 500cc. Pt was administered 700cc of saline at the time of the incident and administered 2 units of blood at pt next dialysis treatment two days later.